Event description:
Information was received from a consumer regarding a patient implanted with a neuro stimulator. It was reported that the patient's stimulator stopped working. The device would charge but never turn on. It stopped working about 4 months ago. The patient stated they did not remember on the screen what they would see. The patient was at work and did not have equipment to troubleshoot. Product service specialist (pss) reviewed with the patient that they see a health care professional and as well have unit checked. The patient reported stimulation stopped working. The patient was sent a list of physician to contact and to call back when they had equipment troubleshoot. No further patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.